Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high lv impedance measurements of greater than 2,000 ohms. Upon evaluation, normal function and capture were noted. No actions or interventions have taken place. No adverse patient effects were reported. The lead remains in service.